Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump battery could not be charged. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. The customer's blood glucose was 112 mg/dl.